Event description:
It was reported that pump experienced malfunction alarm malf 24 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump without signature requirement, and instructed customer to place malfunctioning pump into storage mode and return it within 10 days using prepaid materials, as well as to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.